Manufacturer narrative:
The product was returned and the failure mode was confirmed. Scratches and dents were seen on insulation during visual inspection. IFU#100040170 states "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life-threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." The probable root causes are normal wear, user misuse and improper sterilization methods. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Scratches and dents were seen on insulation during visual inspection. The probable root causes are normal wear, user misuse and improper sterilization methods. In sum, the product was returned and the failure mode was confirmed.